Event description:
Olympus medical systems corp (omsc) was informed that, during a laparoscopic hepatectomy, the subject device was used. After about five hours of use, the user found that the fragment of the ptfe pad was outside of the patient. The procedure was completed with a different device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation except for the fragment of the ptfe pad. The evaluation confirmed that the distal end of the ptfe pad was worn and missing. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the ptfe pad was broken off by physical stress applied on the partially separated ptfe pad, when the user withdrew the device from the patient. The ptfe pad was partially separated due to activating output of the device by the user without grasping anything (including after the tissue separated) while the grasping section is closed. The instruction manual of the device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Based upon the finding of the evaluation, this report appears to be related to user handling.